Event description:
Boston scientific crm received information that one day post implant, "friction rub" was observed and it appeared that a perforation had occurred. Therefore, a revision procedure was performed and this lead was explanted and replaced. A competitive lead was implanted without further incident.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.